Manufacturer narrative:
Results of the evaluation confirmed the customer's alleged malfunction. The speaker did not produce audible sound. After the speaker was replaced, the unit returned to working specification. No further investigation or action is warranted at this time.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating that the unit had a speaker malfunction. The device was not in use on a patient at the time of event, there was no adverse event reported.